Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify low battery alarm due to blank display. Unit had cracked case at display window corners, no cracked battery tube threads noted.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.